Manufacturer narrative:
Failure analysis noted that the pump passed the rewind, basic occlusion, occlusion test, prime/ compromised force sensor system alarm, excessive no delivery and displacement tests. The pump had intermittent buttons due to corroded keypad traces. There was no display ramping. There was no trace of moisture at the electronic or motor assemblies. The pump had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, scratched display window and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was 128 mg/dl. The customer stated that the act button was not working well because he had to press it multiple times. The customer stated that he worked out in the rain on the weekend. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. During the discussion about the replacement pump, the customer stated that the act button worked and he was able to reprogram the date/time and prime the pump. The insulin pump was returned for analysis.